Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's device was not working. Patient services verified that the information and patient stated that both external components and implant are not working. The patient further stated that they were not feeling stimulation and the patient programmer was not communicating with the ins, even if they put new batteries in the patient programmer. The patient confirmed a picture comes up on the screen when they try to communicate, but does not know the exact picture. The patient stated that they put new batteries in the patient programmer and felt like it needed charging- and so the programmer will not come on. The patient stated that they had unplugged everything because it was not working. The patient noted that they needed to call back because they do not have the patient programmer and because they are bleeding and needs to go to the hospital. The patient stated some further unrelated issues. The patient noted that they went to the doctor at some point and was supposed to meet with a manufacturer's representative (rep) and didn't meet with the rep. The patient reported a fall. The patient was going to the hospital for an unrelated issue and would call back. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.